Manufacturer narrative:
Additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4) used to capture procedural complications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, a revision surgery was performed. A trochanteric fixation nail advanced (tfna) was put in about a year ago and the lag screw cut out into the femoral head. The patient came back with the failed implant after falling. The procedure was completed successfully. Concomitant device reported: tfna nail (part number unknown, lot unknown, quantity 1), locking screw (part number unknown, lot unknown, quantity unknown). This report involves one (1) tfna fenestrated screw 90mm. This is report 1 of 1 for (B)(4).